Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Event description:
Arjo became aware of the citadel plus bed frame malfunction. The customer reported that the "patient is having issues with bed. Handrail is completely broken". The arjo service technician inspected the bed and found that the left-hand foot-end side rail detached, with the lower arm (part of the side rail assembly) disconnected from the frame. Additionally, the upper arm pivot pin was bent, and the screws securing the plastic panel to the metal plate were partially torn out. No injury was reported.

Manufacturer narrative:
In the investigated complaint, the circumstances under which the equipment was damaged remain unknown. However, based on the analysis of the previous complaints and the conducted investigation, it is believed, that the most likely scenario is that the side rail detached (lower arm was disconnected) due to excessive external force applied. According to instruction for use citadel plus (IFU, 831.374-en rev. 14) safety sides shall be checked every day by a caregiver. If the malfunction is identified, arjo or qualified service personnel should be contacted. To sum up, the side rail detached due to the external excessive force, which must first compromise the integrity of the safety side prior to breaking it. The side rail lower arm was disconnected from the bed's frame, therefore the arjo device did not meet the specification. The complaint was assessed as reportable due to the detachment of the side rail which can lead to a patient fall. There was no indication of the patient involvement. No injury was reported. Patient identifier and describe event or problem were corrected

Event description:
Arjo became aware of the citadel plus bed frame malfunction. The customer reported that the "patient is having issues with bed. Hand rail is completely broken." The arjo service technician inspected the bed and found that the left-hand foot-end side rail had detached. The lower arm of the side rail assembly had disconnected from the frame. Additionally, other components of the side rail assembly were damaged: the upper arm pivot pin and the side rail extension frame were bent, and one of the threaded plates responsible for strengthening the side rail was partially torn off together with the screws securing the plastic moulding. Photographic evidence provided confirmed the malfunction. There was no indication of the patient involvement. No injury was reported.